Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to the rca but the device could not cross. Another product was used as replacement. No patient was injury reported. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed. A number of struts on the 14th and 15th proximal stent segments were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿calcification and tortuosity. Deformation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcification and tortuosity. Inherent risk of procedure ¿ (failure to deliver and deformation). (B)(4).